Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Information was received indicating that during use of this smiths medical cadd duodopa pump, the ward staff forgot to disconnect the cadd duodopa pump from the patient and the patient had drug administered all night. Reported that patient is stable but complained of shoulder pain and paracetamol was given. The patient was already in-patient when incident occurred and was not hospitalized as a result of the incident. No additional adverse effects were reported.

Manufacturer narrative:
:No product was returned however the pumps operators manual (40-5025-01h) "warnings" section states "system delivery accuracy of the cadd-legacy® 1400 pump and attached medication cassette reservoir is ± 10%. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon medication viscosity, catheter size, and extension set tubing". The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. Device was not returned for investigation. Complains describes a nursing error where specific doctors oders were not followed. Final report and no fault found with pump . Updated fields .